Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump requested the customer to perform the load fill tubing sequence multiple times during the load sequence which resulted in premature supply changes. The customer's blood glucose was 150 mg/dl. Reportedly the infusion set supplies were changed to resolve the issue and resume insulin therapy.